Event description:
Vns pt has experienced a recent increase in seizure activity. It is not known whether the increase in seizure activity is above pre-vns baseline frequency or above previous efficacy with the vns therapy. Results of device diagnostic testing are unk; however, it was reported that the elective replacement indicator was no, indicating that the generator had not reached end of service. Investigation to date has been unable to determine the cause of the reported increase in seizure activity.